Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable troponin t stat gen. 4 result for one patient sample. The initial result for a sample drawn at 17:01 was 0.036 ng/ml with a data flag and was reported outside the laboratory. A second sample was drawn from the patient at 18:10 and the result was <0.01 ng/ml with a data flag. The customer repeated both samples from the patient on another cobas e411 analyzer and the result for both samples was <0.01 ng/ml with a data flag. The first sample was then repeated on the original cobas e411 analyzer and the result was <0.01 ng/ml with a data flag. The repeat result was believed to be correct and a corrected report was issued. The patent was not adversely affected. The troponin t reagent lot number was 17505301 with an expiration date of 11/30/2014. The field service representative could not find a cause. He ran precision testing and analyzer performance testing which passed and verified the instrument worked with specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. As a plausible result was received upon repeat testing, a general instrument or reagent could be excluded. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time and force which may have contributed to the event.